Manufacturer narrative:
During preventative maintenance on 08/26/25, the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The root cause for the error message was due to a failure of the encoder. The autopulse platform failed functional testing due to the displayed ua45 upon powering on the platform. The drive shaft could not be adjusted to the home position due to the failed encoder. The encoder needs to be replaced to remedy the error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn (B)(6).

Event description:
During preventative maintenance on 08/26/25, the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. No patient involvement.